Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a posterior instrumentation while tightening the universal reduction screw (urs) set screws, the tip of screwdriver shaft snapped. All parts of driver were removed from patient. This occurred three times on successive screws so the torque limiter was quarantined. The case proceeded by utilizing other screwdrivers available within the hospital. There was no delay in the procedure and no adverse event to patient; the patient has recovered as expected post-surgery. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device (part number 03.636.001, scrdrivershaft t25 f/urs, lot number 8171399). The returned device was visually inspected and was it was confirmed that the distal end of the drive shaft was broken as complained. The tip fragment of the device was not returned. This device is part of the urs system which is a top loading pedicle screw and hook system for posterior stabilization. The associated drawings were reviewed and were determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned part reflected the design detailed in the drawing. The drive shaft is made of x15tn stainless steel which is similar to part 03.632.003 and based on mt10-251matrix screw t25 recess, internal thread with t25 stardrive screwdriver torsion test data sheet the driveshaft will yield at about 15nm and break off at about 20nm and coupled with the torque wrench being found to be out of torque on the high end (14.42 to 15.35 nm) most likely the tip of the drive shaft experienced greater than normal torsional forces causing it to break. The root cause of the complaint condition could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.